Event description:
It was reported that a patient may have sustained a burn to their forearm during an MRI scan. The affected area contained blisters. The patient was treated with antibiotics and first aid at the site. The scope of the blistered area is unkown and could not be provided by the site. The site doctor could not diagnose if an infectious process or a burn caused the blistering.

Manufacturer narrative:
The site risk manager reported that the hospital in-house service personnel evaluated the system. The service personnel performed system check, power monitor trip point and rf power output tests following the event and found the system to be operating within specification. The site is not under service contract with gehc and was not evaluated by gehc. The site doctor could not determine if the blistering was the result of an infectious process or a burn. The patient may have sustained a burn resulting from contact point heating due to indadequate patient padding.